Manufacturer narrative:
The national repair center verified that the cables were 0012-00-1814-02 and that the customer received the wrong cables. The national repair center inspected the cables and tested the cables per the cardiosave service manual. The cables passed testing. The national repair center verified that the wrong cables were received. This report is being submitted as the result of a retrospective review conducted in CAPA 584165.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) wrong cables were provided in the accessory kit. There was no patient involvement.